Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
(B)(4) stated that during total knee arthroplasty, tibial capture guide slipped causing an inaccurate cut. More or time and anesthesia time was needed to recut and correct the initial tibia cut.

Manufacturer narrative:
An event regarding a malfunction of a triathlon tibial resection guide was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as the device was not provided for evaluation. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined as the device was not returned for evaluation and minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
(B)(4) stated that during total knee arthroplasty, tibial capture guide slipped causing an inaccurate cut. More or time and anasthesia time was needed to recut and correct the initial tibia cut.